Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use, the cardiosave intra-aortic balloon pump (iabp) had an unusable battery detected. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found that the ac and battery charging indicators were both illuminated but the batteries were not charging. After further inspection, the fse found that the terminal cable was burnt, near the power supply. After further inspection there was evidence of fluid intrusion on the exterior and interior of the iabp. The fse replaced wiring harness, power supply assy and power supply monitor since they are near the wiring harness. Power management board was also replaced and batteries were now charging as intended. Unusable battery message disappeared and both batteries have fully charged. Power slot bd interfaced assy was used for trouble shooting purposes only. Equipment passed all functional testing.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.